Manufacturer narrative:
(B)(4). Batch manufacturing records of nw2761/t8010 was reviewed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Complaint sample: 1 ea of open complaint sample foil received along with partially disintegrated suture pieces, needle, single barrier folder for evaluation of code nw2761/lot t8010. Complaint sample was visually inspected against mentioned breakage suture and it has been observed that suture received was in partial disintegrated condition. As the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with pinhole at bottom cavity side of the pack were observed. Returned needle was inspected against 10x magnification and found to satisfactory. Retained sample evaluation: five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples was tested for knot pull tensile strength test and found to meet the specification. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed and finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retained samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values of retain sample and reference sample were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture was broken while knotting when being utilized for closing mucosa. There were no adverse patient consequences reported.